Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ok button was under responsive and moisture was present in the battery compartment. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: on investigation, the keypad cover was intact. On testing, the up arrow, down arrow and ok buttons were unresponsive. The keypad cover was removed for investigation and revealed no contamination or defects of the contacts of the keypad buttons. The pump was opened for further investigation and revealed evidence of moisture on the main printed circuit board, keypad flex and connector. There was moisture in the battery compartment and behind the display lens. The pump case and battery compartment were noted to be cracked. Leak testing confirmed moisture leakage at the battery compartment crack.